Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - furosemide, metoprolol, finasteride, nitrostat, vitamin c, vitamin d, coumadin, allopurinol, tricor, and coumadin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the proximal type I endoleak could not be determined with the provided information.

Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. On (B)(6) imaging identified a suspected type ii endoleak (source unknown) and aneurysm growth of 2 cm. The same day, a coil embolization procedure was performed to treat the endoleak. The patient tolerated the procedure. This event was previously reported under mw #2953161-2016-00014. On (B)(6) 2016, follow up imaging identified either a proximal or distal type I endoleak with aneurysm enlargement to 11 cm (amount of growth unknown). It was reported this patient previously presented with a type ii endoleak and underwent an embolization procedure, but the physician reportedly now believes the endoleak is either a proximal or distal type I endoleak. On (B)(6) 2016, an intervention was performed to treat the endoleak. It was reported a contralateral leg component was implanted to extend the right iliac limb. A palmaz stent was also implanted within the proximal landing zone. It was reported that during the procedure, the physician was not able to determine if there was an actual endoleak on CT scan or angiography. However, an ultrasound performed on december 1 showed evidence of a proximal type I endoleak. On (B)(6) 2016, ultrasound no evidence of the proximal type I endoleak with a decrease in size of the aneurysm from 11 cm to 8 cm. According to the physician, there was a proximal type I endoleak, which was resolved with the implant of the palmaz stent. The exact cause of the endoleak is unknown. The patient tolerated the procedure.